Manufacturer narrative:
The device was returned, and evaluated by olympus. As noted in b5, there was corrosion present on the adhesive near the objective lens. A definitive root cause could not be identified. However, based on the results of the investigation and the condition of the returned device, it is believed that prolonged fluid exposure ultimately leading to component failure caused the reported malfunction. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
While evaluating a returned olympus gastrointestinal videoscope, it was discovered that the adhesive around the objective lens had corrosion present. There was no patient involvement during this event.